Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1706205p, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-13. Medical device lot #: 1801223, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-29. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ perfusion syringe there was an issue with leakage. It was stated ¿the consumers are having problems with the syringes, they have found that the drugs, in this case proprofol, leak between the two plunger rings". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples were returned for investigation. Ten retained samples of 50pf 14g x 1 ¼¿ lot 1801223 and ten retained samples of 50pf 14g x 1 ¼¿ lot 1706205p are evaluated. Upon visual inspection of these 20 retained samples, no damage or molding defect can be observed and the stopper is correctly assembled in all of them. A leakage test did not result in leakage in any of the twenty retained samples. DHR of lots 1801223 and 1706205p has been reviewed not finding any annotation or deviation regarding the alleged defect. The record review revealed no non-conformances or quality issues during the production of the two provided lot numbers that could have contributed to the reported issue. Based on the investigation, a definite cause for the reported defect could not be determined. Within the assembly station of the manufacturing process, mechanical leak testing is performed on every syringe and defective syringe are automatically rejected. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples evaluated meet iso7886 annex d, a definitive root cause cannot be determined.